Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer reported issue during testing and evaluation. The unit's peep value was displaying 0 (zero) cmh2o at the customer's setting with the alarming of "low peep" & "circuit fault" conditions. Bench testing determined that the issue was due to a non-conforming exhalation module. With a known good exhalation module installed and adjustments to the ventilator settings, the unit passed 113.0 hours of extended bench testing, passed the initial final test, and the initial alarm volume test with no abnormalities or alarm conditions. Vyaire replaced the exhalation module to address the reported issue.

Event description:
It was reported to vyaire medical that after returning from a transport, the ventilator was given to the facilities biomedical department with the reported issue of the "peep not working". There was no patient harm associated with this reported event.